Event description:
It was reported that the user and caregiver attempted their first infusion set insertion and did not pull the inserter¿s center section far enough, which bent the needle during deployment and prevented the infusion set from adhering correctly; the infusion set was then replaced and reconnected to the ilet with caregiver assistance, and video guidance was provided. Symptoms included no reported changes in blood glucose. Outcomes included user education, successful re-insertion, and shipment of a replacement supply via standard shipping. Investigation included troubleshooting with the user and caregiver and provision of educational resources. Investigation of this case revealed user handling error during infusion set deployment that led to a bent needle and improper insertion, which was resolved with correct technique and a new infusion set. It was concluded, based on previously established findings for similar reports, that user error during insertion was the likely cause.

Manufacturer narrative:
Initial.